Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, ¿it was reported that the tip of the corail anterior approach impactor broke off in the actual implant of the implant. It was recognized while in surgery an x-ray was taken to confirm where the tip of the impactor was. The x-ray showed the tip was deep in the inserter hole and the surgeon decided to leave it there as opening the patient back up was not an option. The lot number was so rubbed off that it could not be identified. There was a 2 minute surgical delay.¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the tip of the cor/tri ant stem insert shaft is broken. Fragment was not returned for evaluation. It was found evidence consistent with cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. No post-operative x-ray were provided, therefore the embedded condition cannot be confirmed. Previous investigations based on failure analysis through complaint data, identified that exposure to high-cycle impact loading, particularly when combined with slightly off-centre and/or irregular impact patterns, can induce cyclic bending stresses on the inserter tip. These conditions may significantly accelerate the propagation of fatigue cracks, ultimately leading to the mechanical failure of the impactor tip. Maintaining consistent central impact while minimizing excessive angulation is critical in reducing the risk of fracture. In addition, the device shows signs of heavy use, making the engraving difficult to read, confirming the illegible etch reported allegation. The observed illegible etch condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that the tip of the corail anterior approach impactor broke off in the actual implant of the implant. It was recognized while in surgery an x-ray was taken to confirm where the tip of the impactor was. The x-ray showed the tip was deep in the inserter hole and the surgeon decided to leave it there as opening the patient back up was not an option. The lot number was so rubbed off that it could not be identified. There was a 2 minute surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.